Event description:
A low readings issue was reported with the adc freestyle libre sensor. Caller reported that on (B)(6) 2018, the sensor showed unspecified low readings and that the daughter (the customer) self-treated based on these readings. The customer was taken to a hospital where a reading of "around 20 mmol/l" was obtained on a hcp meter. Customer was diagnosed with hyperglycemia and reportedly treated with insulin (dose/type unknown) and "sugar given through food". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for all fs libre sensor kits within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and fs libre sensors, no confirmed complaints were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
This serves as a 2nd followup report to correct an error in a previous submission. See concomitant medical products for corrected information. The 1st followup report emdr-(B)(4) had an incorrect date received by MFR. Date, which should have been 12/17/2018, the date that the additional information was obtained.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Caller reported that on (B)(6) 2018, the sensor showed unspecified low readings and that the daughter (the customer) self-treated based on these readings. The customer was taken to a hospital where a reading of "around 20 mmol/l" was obtained on a hcp meter. Customer was diagnosed with hyperglycemia and reportedly treated with insulin (dose/type unknown) and "sugar given through food". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a follow-up report containing additional information that was obtained on 17-dec-18 after the initial vigilance report was submitted on 13-dec-18. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Caller reported that on (B)(6) 2018, the sensor showed unspecified low readings and that the daughter (the customer) self-treated based on these readings. The customer was taken to a hospital where a reading of "around 20 mmol/l" was obtained on a hcp meter. Customer was diagnosed with hyperglycemia and reportedly treated with insulin (dose/type unknown) and "sugar given through food". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Caller reported the sensor showed unspecified low readings and that the daughter (the customer) self-treated based on these readings and has been hospitalized. Further attempts to gather more information regarding treatment have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.